Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. The patient presented to the hospital for further troubleshooting. Myopotential noise was present in all vectors. The device remains programmed to the primary vector with two times gain with recommendation that the patient reduces strong movements with their arms. This device was successfully repositioned. After reposition, a synchronous shock was completed with an acceptable impedance measurement. Ergonomic testing was completed to mitigate further oversensing. This device remains in service and will continue to be monitored. No additional adverse patient effects were reported.